Event description:
Philips received a complaint by the customer on the v60 indicating that the devices lcd is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the lcd is not working and verified that the device has a 1st generation lcd. The customer requested part numbers and pricing for internal lcd upgrade parts. The rse provided the requested information.

Manufacturer narrative:
The customer replaced the liquid crystal display (lcd) assembly with the upgrade kit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.